Event description:
The customer reported that when the x-ray button was pushed, the system shut down without command and rebooted itself. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.